Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. Testing conducted at the investigation site confirmed the customer¿s findings, with the elecsys hiv duo assay yielding a reactive result for the hiv antigen (hivag). However, an elecsys hiv antigen confirmatory test produced a negative result. A review of calibration and quality control data confirmed all results were within expected ranges. The discrepancy was attributed to a sample-specific issue. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 module. On (B)(6) 2020, the patient sample was tested using the elecsys hiv duo assay, yielding a reactive result with an hiv antigen (hivag) value of 152 coi and an hiv antibody (ahiv) value of 0.0586 coi. A rerun of the sample also produced a reactive result. The customer reported that confirmatory testing at reference laboratories included two hiv screening assays, vidas hiv duo quick (biomérieux) and vitros hiv combo (ortho clinical diagnostics), as well as an hiv-1/hiv-2 antigen enzyme immunoassay (eia), innotest hiv antigen mab (fujirebio). On (B)(6) 2020, the sample was retested, yielding an hivag value of 87.5 coi and an ahiv value of 0.06 coi. The results were visible in the customer¿s laboratory information system (lis).